Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on two non-sustained ventricular tachycardia episodes. It was also noted that the sensing integrity counter (sic) and r-wave were high. It was noted that the patient would be followed closely regarding the twos. The rv lead remains in use. No patient complications have been reported as a result of this event.